Manufacturer narrative:
Manufacturing record review: review of records for the returned probes did not reveal any nonconformities. Incoming inspection review: not applicable - this is a manufactured device, not a purchased device. Service history record: not applicable - this device is non-serviceable. Historical complaint review: a review of complaint data indicates 6 historical complaints reporting an alert-201. Of the 6, 4 of them could not be confirmed. Of the 2 complaints confirmed, 1 was due to a balloon failure and the other due to use error. Based on historical investigations, a 201 alert can be caused by less-than-optimal placement, anatomy, and/or cervical sealing by the middle balloon. Visual evaluation: the probe was returned in its original packaging. However, the tip cover was not returned. Otherwise, the probe was intact with no other components missing. There were minor remnants of blood on the tip and balloons, which suggests the product had been inserted into patient. The product was relatively clean with a pink tint on the mesh tip and almost no remnants of blood on the balloon. In contrast, a product soiled to the extent expected from a fully executed treatment would have a mesh tip with significant remnants of blood and red-tinted balloons. Residual saline was present inside syringe; therefore, the syringe was replaced for the functional evaluation. The cervical collar locking knob was set at 6cm. Functional evaluation: eeprom review: probe connected to inspection station equivalent to the handle sub-assembly final inspection workstation to read and record the probe's eeprom data. No alerts were detected for the returned probe. Based on the complaint details, it was expected that the eeprom would indicate a 201 alert. Console telemetry review: telemetry file from the console used during the procedure was collected. A review and analysis of the of the telemetry file shows that a probe with fiso serial number (B)(6) encountered the reported alert 201 on (B)(6) 2023 at 12:33 pm. Alert 201 is triggered when the console has detected a cervical temperature higher than expected. The probe returned for evaluation has a fiso serial number of (B)(6). The telemetry file and analysis file corresponding to this fiso serial number were reviewed to find that the probe was used on (B)(6) 2023 between 12:05 pm -12:21 pm. This indicates that two probes were used on the same day, and likely during the same procedure. A review of case telemetry analysis for the returned probe, with fiso serial number (B)(6), shows that patency test was attempted and failed multiple times (3x) as indicated by the rtc state plot stepping from rtc state 20 to 21 multiple times. The patency test is a pre-procedure check by the mara system to ensure that the system has sufficient ability to expel fluid through its return pathway. The system looks for a sufficient flow rate over a specified period. Ultimately, the probe could not pass patency as it did not achieve the required flow rate, indicated by the rtc states last record at state 23: deflate return, and subsequently being disconnected from the console. Similar to the telemetry analysis for the returned probe, the telemetry analysis file for the probe that corresponds with the reported alert 201, with fiso serial number (B)(6), also experienced failed patency one time, around the 90 second mark. The telemetry file also indicates that after the initial failure, the integrity and patency check was re-executed and subsequently passed. It took 25 seconds for the probe to pass patency which requires a minimum flow rate is reached for a specified amount of time. A review of the analysis file for the probe that corresponds with the reported alert 201, with fiso serial number (B)(6), shows that the alert 201 was triggered approximately 38 seconds into treatment. An alert 201 occurs after the cervical tc temp exceeded 44 ºc for > 1 second. The probe appeared to function as intended by triggering alert 201 once the cervical tc breached 44 ºc. Additionally, the system immediately cut power as expected when an alert 201 occurs. Roughly 4 seconds after the alert 201, the temperature rose to a maximum of 53 ºc, before dropping rapidly and stabilizing around 34 ºc. The telemetry indicated that the intrauterine pressure (iu pressure-fiso) struggled to reach and subsequently maintain the expected iu pressure of 48-52 mmhg. Once the system surpassed 48 mmhg, the power reacted appropriately and reduced from 500w to 407w to modulate intrauterine pressure between 48-52 mmhg. The power then increased, as expected, when pressure started to fall. The power kept increasing to increase intrauterine pressure until the 201 alert occurred. Additionally, the cervical tc gradually rose passed 40 ºc until the 201 alert was triggered. All of this is indicative of a poor cervical seal which allowed vapor to escape, resulting in pressure struggling to rise & maintain, and cervical temperature to gradually rise. The system will ensure that the cervical seal is of good quality via an integrity test. The integrity test ensures that the uterine cavity is sealed via monitoring flow rate, ensuring it does not rise above a specified rate within a specified time. However, the quality of the seal could decline after integrity if the user moves the probe once integrity is complete, for example in patency or the treatment phase. Shortly after the 201 alert, the telemetry indicated a sudden drop in iu pressure-fiso corresponding to a spike in cervical tc and a drop in middle balloon pressure. The sudden drop in iu pressure-fiso indicates that pressure was somehow relieved; the slight decrease in middle balloon pressure indicates that the external pressures from tissue contacting the middle balloon are no longer present; and the rapid increase in cervical tc temperature indicate that the cervical thermocouple suddenly experienced high temperature. These parallel events, indicate that the probe was pulled out almost immediately (< 5 seconds) after the alert 201 occurred, with the balloons still inflated, which would rapidly relieve iu pressure-fiso, alleviate the contact pressures of tissue surrounding the middle balloon, and cause the cervical tc to experience high temperature fluid as the seal was broken and able to escape out of the uterine cavity. When an alert 201 occurs, the system alerts the user and indicates the user to deflate the balloons. The user should follow the on-screen prompts to resolve the alert 201. Simulated use of the returned probe was attempted and passed successfully with no alerts triggered. It was also noted that the cervical collar locking knob was set at 6cm. This is on the low end of indicated use as the mara water vapor ablation system is contraindicated for patients with an uterine length. After further discussion with the rep that was present, it was discovered that the probe that encountered the alert 201 was discarded. Due to this, the console used during the case returned for evaluation on (B)(6) 2023, subsequently investigated, and returned to the customer on (B)(6) 2023. The console was evaluated and passed simulated use with no issues. Simulated use is the execution of the full procedure using a silicone model uterus. Conclusion: the use of two probes was confirmed by email correspondence with the rep who was present during the procedure. The telemetry logs of the returned probe showed that it failed patency multiple times. The use of the returned probe was terminated during the vapor probe self-test. No alerts were recorded on the eeprom. Telemetry of the probe used during the procedure, retrieved from the console, does confirm that a 201-alert occurred. Analysis of the telemetry indicates that the probe and console functioned as intended by shutting down the system once the 201-alert occurred. As a result, root cause of the failure could not be confirmed.

Event description:
No additional information is available.

Event description:
It was reported the patient was undergoing a mara treatment. The mara probe passed all of its pre-checks and began treatment. The patient expressed feeling a burning sensation and became worse as treatment progressed. Around 20 seconds into the treatment, doctor made the decision to stop treatment and the console gave a 201 error code, stating temperature was too high in the cavity. Doctor conducted a post procedure examination on the patient and reported a small burn on the patients cervix. Doctor injected lidocaine into burned area on cervix. On subsequent exams patient also found to have burn on right vaginal wall. Patient also developed a vaginal infection with bacterial vaginitis. Patient treated with oral metronidazole. Ddk-16-050 mara 2023-08-0000491.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.